Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. The UDI number is not applicable to this device as it was manufactured prior to 09/24/2016.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported the device lost signal during the procedure. No error message was received. Troubleshooting was performed unsuccessfully and another wire was used to complete the procedure. There was no patient harm and no adverse events reported. Visual and microscopic inspection and functional testing were performed on the returned device. The pre-decontamination visual inspection discovered that the entire proximal conductive band and the locking core were separated and missing. Due to the missing proximal conductive band, a small segment of the core wire and the red wire were exposed at the proximal end of the wire. An electrical resistance test was performed. The test discovered unstable connections between the conductive bands. Due to the missing proximal conductive band and the locking core, the wire was not able to connect to the wire connector. As a result, further functional testing was not performed. During functional testing, the reported failure was not duplicated. Because there was an insufficient amount of data, we were unable to determine the probable cause. The instructions for use (IFU) warn to never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU also cautions the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported in an abundance of caution as there is a potential for harm if device separation were to recur.

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient weight was unsuccessful. Attempts to obtain the patient information were made via email. All reasonably known patient information is included in this report. Additional information was obtained from the physician. The physician reviewed the angio films and other documentation and noted the patient had a pressure wire to a previously stented om which was negative and no intervention and indicated it all appeared entirely unremarkable and no mention of a broken pressure wire is made. The physician could not confirm the device was used in the patient; sanguineous material observed during device analysis suggests otherwise. The physician is confident there were no patient safety issues. A proof load tester is used during production of the pressure guide wire to verify that the proximal locking core withstands minimum pull force requirements in accordance with manufacturer's specification. Additionally, pressure wire's product requires proximal locking core tensile strength of minimum pull. The results of the investigation indicate that the reported failure was not caused by a malfunction of the device. Manufacturer's instructions for use (IFU) to not flex the proximal (electrical connector) end of the pressure guide wire when not inserted in the connector. Excessive flexing can damage or break the internal components. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This event is being reported to provide additional information.